Event description:
It was reported that bd alaris pump module smart site infusion set disconnected. The following information was provided by the initial reporter: reported date: (B)(6) 2023 rn hung bag of saline. Returned to pt room and saline was on floor. IV tubing was disconnected under clamp.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23059293 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.